Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized and the hospital threw his insulin pump away. Customer stated that the day before thanksgiving he had a low blood glucose, a couple of heart attacks, and some seizures. Customer was taken by the ambulance to the hospital. Customer's blood glucose was stabilized and he was put on manual injections before being sent home. Customer's blood glucose was 25 mg/dl at the time of the incident. Customer's current blood glucose is 134 mg/dl. Customer stated that he was also hospitalized for a high blood glucose of 574 mg/dl. Customer reported that he has not been on the pump since november when it was thrown away. Customer has been on levemir pens and is currently in the intensive care unit for high blood glucose.